Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without the supporting lab/pathology results and/or imaging the root cause of the reported pain, instability, recurrent falls and discoloration of the articular surface cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. 2nd revision: without the supporting lab/pathology results and/or imaging the root cause of the reported pain, instability, recurrent falls and discoloration of the articular surface as well as joint space narrowing and prosthetic loosening cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to pain and instability.